Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was 65 mg/dl so the patient drank some fruit juices based on the cgm reading. However, the cgm readings did not change and the patient was feeling sweaty and disoriented. The patient called an ambulance and they took a bg reading which was 300 mg/dl. The patient was treated with intravenous (IV) insulin. The patient was taken to the hospital and admitted overnight. At the hospital the patient was treated with IV insulin and aspirin. The patient was discharged on (B)(6) 2024 at 4:00pm and was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.